Event description:
A facility representative reported a patient with suction was lost at the point of canal creation in the right eye during lasik surgery. There are multiple related reports for this facility. This report addresses a pi (B)(4), and additional manufacturer reports will be filed.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issue. The energy was stabile during the whole day. The logfile shows three successfully performed treatments. The reported treatment could be identified in the logfile. The treatment was aborted due to the user released the laser pedal and pressed the vacuum pedal instead of the laser pedal, which caused the interruption of the treatment during cut. Therefore, the reported issue is not caused by the system or the used patient interface. The info message displayed as vacuum pumps stopped by foot pedal - treatment is aborted indicated that the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal. No technical root cause could be identified. Review of the logfiles for the treatment day shows no relevant warning or error messages. The system was working within specification. The root cause is user handling. No sample evaluation is required even if the sample is returned as the root cause has been identified during logfile review. No technical root cause was identified as the product was found to be within specifications. The root cause is user handling. The treatment was stopped by pressing the wrong food pedal. The manufacturer internal reference number is: (B)(4).